Event description:
A customer reported their c10-3v transducer tip was very worn, resulting in exposed metal. The transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. A replacement transducer was sent to the customer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed which determined damage to the transducer tip was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.